Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the suspect device was returned to vyaire's factory service for evaluation and repair. An investigation was performed the reported event was unable to be duplicated. Further evaluation shows the device passed testing however, valve stem was found bent. After replacing the valve stem assembly, the device meets service specifications.

Event description:
The customer reported while using the p/n 9320 low flow air/oxygen microblender; the oxygen knob broke. The customer reported trying to reseat the knob but failed to adjust the fio2 mechanically. The customer reported the fio2 is stuck at twenty one percent even though one hundred percent was selected. The customer reported there is no patient involvement associated with the event.